Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting measures determined that flexvision pc had crashed which was preventing the system from starting up even after the fse uploaded the backup system. The fse replaced the flexivison pc and hard disk. After these replacements, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start up. The system was not in clinical use at time of event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disk which returned the system to use in good working order.